Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to paroxysmal chest pain for 22 days. On (B)(6) 2014, two xience xpedition stents (2.25x28mm and 2.25x15mm) were implanted in the mid left anterior descending (lad) artery with 80% diffuse stenosis. The patient was discharged on (B)(6) 2014 after improvement. On (B)(6) 2019, the patient was hospitalized due to heart discomfort. On (B)(6) 2019, coronary angiography showed 60% diffuse stenosis in the middle section of the lad, 50% stenosis in the distal part, 70% diffuse stenosis in the second diagonal branch of the left coronary artery, unobstructed right coronary artery distal stent. Coronary angiogram was performed. The heart discomfort and the stenosis were treated with medication. The patient was discharged from hospital on (B)(6) 2019 after improvement. Per the physician, the event was related to the xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.